Event description:
During a pulse field ablation procedure, a farawave catheter was selected for use. Upon attempting to deploy the catheter from the sheath, spline inversion was observed. Despite efforts to resheath and rotate the catheter, the issue persisted. Therefore, the catheter was removed, revealing that the guidewire was stuck, although the splines remained intact. The farawave catheter was subsequently replaced, and the procedure was completed without further complications. The patient received heparin. At one point, the case was performed under sub-therapeutic conditions and was paused until the act exceeded 300. Imaging modalities utilized included fluoroscopy, intracardiac echography, and electroanatomic mapping. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Upon device return and inspection, no outer abnormalities were observed. The catheter returned with a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported failure.

Event description:
During a pulse field ablation procedure, a farawave catheter was selected for use. Upon attempting to deploy the catheter from the sheath, spline inversion was observed. Despite efforts to resheath and rotate the catheter, the issue persisted. Therefore, the catheter was removed, revealing that the guidewire was stuck, although the splines remained intact. The farawave catheter was subsequently replaced, and the procedure was completed without further complications. The patient received heparin. At one point, the case was performed under sub-therapeutic conditions and was paused until the act exceeded 300. Imaging modalities utilized included fluoroscopy, intracardiac echography, and electroanatomic mapping. The catheter is expected to be returned for analysis.